Event description:
The customer called to report an alarm during the manual prime. The customer also reported a blood glucose reading of 450 mg/dl, which she treated. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a loose drive support disk.